Event description:
Caller reported pt observing infusion set tubing had become separated from the luer lock. Caller indicated that pt did not experienced any blood glucose issues. Caller indicated that pt changed her infusion set and "everything was fine". Caller indicated that pt did not require med attention.